Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported the patient side manipulator (psm)3 was having insertion movement issue. The tse reviewed logs and confirmed informational error 22023 on psm3 axis. The csr confirmed power cycle and drape reset was already done but it didn't work. The field service engineer (fse) will visit for further troubleshooting. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the procedure was completed with three arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm3) and the system tested and verified ready for use. Intuitive surgical, inc. (Isi) has received the psm for evaluation. However, the product analysis has not yet been completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The patient side manipulator (psm) was analyzed and found to have no failures, but errors were confirmed in the logs. A visual inspection was performed; the arm was installed onto the system and powered up. A sine cycle and test drive were performed without issue. All tests performed and passed. The complaint was not confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.